Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer changed out the set 12 hours ago when the alarm occurred. Customer's blood glucose level was 462 mg/dl. Customer stated that the pump was going through the rewind sequence. Customer disconnected from the pump. Customer then slowly pushed insulin through the tubing with a plunger. Customer stated that the insulin did not exit with the plunger push. Insulin used in the pump was novolog. Insulin pump will need to be replaced. Customer was running high because her pump stopped delivering insulin at night. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).